Event description:
The affiliate reported: the device was implanted to the patient who had subarachnoid hemorrhage at 70mmh2o via l-p shunt about 2 years ago. After laparoscopic surgery was conducted 1 year ago, the patient's condition had not been good until the patient came to the hospital to claim his condition on (B)(6) 2014. Then the surgeon tried to change the pressure, but it could not be changed even by neodymium. On (B)(6) 2014, the revision surgery was conducted. The setting pressure of the removed device was 100mmh2o. The kind and the setting pressure of the replaced valve are not informed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was not visible due to biological debris. The valve was visually inspected; the base of the needle chamber was missing, and a tear in the silicone housing was noted near the black arrow. The valve was tested for programming and failed the test. It was not possible to verify if the cam was positioned at the correct place due to biological debris blocking the view. The valve could not be irrigated, due to the missing needle base. The valve could not be pressure tested due to the tear in the silicone housing, and the missing needle base. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism on the cam mechanism pillar, and on the base plate. A review of the history device records confirmed the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.